Event description:
During coil embolization within the aneurysm, the coil stretched while it was being advanced into the microcatheter. The physician tried to remove the stretched coil using a snare, but the coil "fell apart in the aneurysm sack". There was no report of pt injury.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.